Event description:
Upon receipt of the device, the user reported the roller pump would reset itself when the speed control knob was adjusted. No other details regarding the event were provided. Since the event occurred upon receipt of the device, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.